Event description:
It was reported that when using the bd pyxis¿ medflex 1000 system structured query language window was preventing the user from login. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system structured query language window was preventing the user from login. A technical support specialist (tss) connected to the unit and closed the structured query language program. Identified that the cubex application shortcut was present in the trash bin, restored it to the desktop, and successfully launched the application which resolved the issue. After that the user login was successful. The system functioned as intended after the technical support specialist troubleshot the device.